Event description:
It has been reported to philips that the host pc was not working. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) confirmed that the host pc was not working. Remote service engineer investigated and found that actual cause of the issue was disconnected cable. Issue got resolved by re-connecting cables and the system was returned to use in good working order. The codes were updated based on the investigation outcome.